Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. On (B)(6) 2025, it was reported by the grandparent that the patient noticed the adhesive was lifting off the skin which prompted him to remove the sensor. Upon sensor removal, there was redness, inflammation/swelling, a pustule, fluid discharge, and pus at the needle puncture site. The grandparent squeezed the site to release the discharge and pus and disinfected the site with alcohol. On (B)(6) 2025, around 8:00¿8:30 pm, they went to the emergency department (ed) where the attending physician assessed the site, confirmed ¿tissue irritation and inflammation¿ via ultrasound, and prescribed an oral antibiotic medication (unspecified name and capsules, twice daily for 10 days) along with a topical cream (unspecified name and dosage, apply three times daily). The patient was discharged home after 1-2 hours. At the time of the report, no skin reaction photos were provided, and the reporter stated the infection had already healed. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.